Event description:
Received biozorb breast tumor bed marker. Continued pain bruising hard lump in breast left side. Was told during consultation when consent was obtained this device would absorb into my body within 12 months. Two years later still painful hard lump in breast.